Event description:
Pt's wife, just spontaneously called stating that they did a new mix on (B)(6) 2020, mixing every 72 hours per dose 21.5 nkm - now is time to change mix but the volume in the syringe is still the same as it was; pump was not alarming and pt feels just fine. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What the outcome of the event? Resolved. Ongoing? Received. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to the pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we(MFR) replace the device? Yes. Reported to (B)(6) by pt/caregiver.